Event description:
This report was received from global pharmacovigilance and is a report from a home patient (hp) with supplemental information from the peritoneal dialysis registered nurse (pdrn) of a touch contamination and peritonitis. During follow up for an unrelated hospitalization, the hp stated that she had been diagnosed with peritonitis in the past. Follow up information was obtained from the pdrn who confirmed that the hp had been diagnosed with peritonitis and a urinary tract infection on (B)(6) 2011. The hp was treated with vancomycin (2grams, ip, once), gentamycin (16mg, ip, once) and levaquin (250mg, orally, twice daily for 10 days). On (B)(6) 2011, the hp began treatment with vancomycin (1gram, ip, once weekly for 3 weeks) the hp was not hospitalized for this peritonitis event. The pdrn stated that the cause of the peritonitis was a break in aseptic technique due to touch contamination (it was unknown how this occurred) on (B)(6) 2011, the hp received retraining on proper aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.